Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINTS WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 08-SEP-2021 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER WAS FAILED. A FIELD SERVICE ENGINEER (FSE) FOUND ONE OF THE MODULE CONTROLLERS BOARDS WERE FRIED. SO, THE FSE REPLACED MODULE DRAWER CONTROLLER AND BOTH DRAWER CONTROLLER BOARDS AND PERFORMED RECONFIGURATION. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDBANK TOWER DRAWER WAS FAILED TO OPEN. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION WHICH CAUSED A DELAY TO THE PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower drawer was failed to open.The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.As per part investigation, it was determined that the root cause was thermal damage to component U501 on the PCBA PMC PYXIS MINI and a short circuit on diode D501/Q501 of both PCBA DWR CNTLR MINI units, resulting in circuit instability and compromised drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of ¿Drawers failure¿ was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to Work Order 02215429, The Field Service Engineer (FSE) reported that after troubleshooting found one of the module controllers boards were fried. So, the FSE replaced module drawer controller and both drawer controller boards and performed reconfiguration. The system functioned as intended after the field service engineer repaired the device. During DCHU Visual Inspection: (b)(4): The unit revealed signs of thermal damage, specifically on component U501. No fluid ingress, loose components, or other anomalies were observed. (b)(4): Both units were received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During DCHU testing: PN (b)(4): No testing was required due to evidence of thermal damage observed on the U501 component. PN(b)(4): Both Printed Circuit Board Assembly (PCBA) and DWR CNTLR MINI were evaluated on an ESD protected surface using a calibrated digital multimeter in ohms mode. A measurement between TP505 (GND) and TP502 (5V1) showed 0.2 ohms (expected >1000 ohms), indicating a short circuit. No further testing was necessary. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause was identified as thermal damage to component U501 on the PCBA PMC PYXIS MINI resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from opening properly and leading to overall system malfunction. Additionally, it was determined that the failure of both PCBA DWR CNTLR MINI units was generated by a short circuit on diode D501 and Q501 which led to circuit instability and compromised the drawer¿s functionality.